Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had cracks on it. Customer stated that there are two different cracks on the insulin pump. Customer's blood glucose reading was 253 mg/dl. Troubleshooting was performed for the cosmetic damage on the insulin pump. The customer also stated the insulin pump had keypad anomaly. The esc button was hard to press and would occasionally stick. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. All buttons function properly. However, found moisture damage on the keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked display window and missing end cap sticker.